Event description:
It was reported that during a carotid artery stenting treatment procedure, there was placement problems and a second stent was implanted. Later the same day, the patient experienced an ischemic stroke. The target lesion was located in the proximal left internal carotid artery with 90% stenosis and was 19 mm long with a reference vessel diameter of 5.0 mm. Two attempts were made to treat the target lesion. On the first attempt to treat the target lesion, a nexstent carotid stent was used. The stent was delivered successfully, but it was not deployed at the intended location. The site reported that the stent migrated during deployment. The type of stent malfunction was noted as stent migration. The stent delivery catheter was retrieved successfully. On the second attempt to treat the target lesion, a nexstent carotid stent was used. The stent was implanted and delivered. The filterwire ez system was delivered and deployed successfully, and was retrieved through a stent successfully. Following post-dilation, there was 30% residual stenosis. There was no adverse event reported for this procedure. On the same day, post index procedure/prior to discharge, the patient had an ischemic stroke. The patient underwent an MRI and CT scan of the head. The patient was transferred to the intensive care unit and monitored closely. Five days later, the patient was discharged home. The event was resolved without residual effects. The site indicated the event was unrelated to the nexstent and filterwire ez devices. The site reported that the nexstent device malfunction did not lead to this adverse event.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.